Event description:
It was reported that lia (lead integrity alert) triggered due to oversensing. Lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for lead failure predictor on (B)(6) 2011 21:12:00. 5- ventricular nst (non-sustained tachycardia) <=190 ms between (B)(6) 2011 00:26:47 and (B)(6) 2011 01:07:33. Ventricular short interval count v-sic=1.7 counts avg/day, in 83.2 days, between (B)(6) 2011 08:11:06 and (B)(6) 2011 13:00:54.